Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was observed that the implantable cardioverter-defibrillator (ICD) exhibited a lack of longevity estimation. No programming changes were made. There were no patient consequences.